Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separated from device with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328512, batch no. 8274863. It was reported that needle hub separated into shield. Item: 3/10 ml, 31 g, 8 mm. Lot: 8274863. Occurrence date unknown.

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle and needle hub stuck in shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A visual evaluation of the syringes found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There was no damage to the tip of the barrel, or anywhere on the syringe. There was no core pin damage on the hub. Possible root cause is a misalignment in the assembly process, not allowing the needle assembly to fully seat onto the barrel tip. There is a camera that should detect the mis-assembled needle assembly, but the timing on the clock pulse eye could have been off, which would in turn kick off the wrong part, letting the bad part get through to conforming product.

Event description:
It was reported that hub separated from device with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328512. Batch no. 8274863. It was reported that needle hub separated into shield. Item: 3/10ml, 31g, 8mm. Lot: 8274863. Occurrence date unknown.